Event description:
Information received with return of the explanted device notes no atrial capture and low lead impedance. The patient expired, but the death was not related to the pacing problems of the device. The device was pacing in vvi mode when the patient expired.